Manufacturer narrative:
(B)(4). Additional information received - the reporter indicated the surgeon had a problem with the msi-pm injector. Injector was not returned for evaluation. (B)(4).

Manufacturer narrative:
Diopter: +03.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Visual inspection on returned product found the lens stuck in the cartridge. The cartridge wall was split. There was evidence of clear surgical residue on product. (B)(4).

Event description:
The reporter stated the surgeon implanted a aq5010v +03.00 diopter three piece silicone lens. A scratch was noted on the lens after insertion into the eye. The lens was removed with no patient injury.